Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not returned for evaluation, however, a video and picture was provided. Visual inspection of the video received observed an external fluid leak in the union of the heparin tube with the female luer. Visual inspection of the picture observed a rupture (maceration) in the union of the heparin tube with the cartridge. The reported condition was verified. The cause is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour into treatment with a cartridge, a tear in the heparin line was observed resulting in a blood leak. Blood loss was approximately 300 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.